Event description:
It was reported to philips that the device had a pacing malfunction. There was no patient involvement.

Manufacturer narrative:
The customer worked with the service representative. It was found by the customer that the battery was at fault. The device needs a battery but the customer refuses to purchase one due to its cost. The device remains at the customer site and no further evaluation is warranted at this time.